Event description:
The facility representative reported a colleague infusion pump with an "error 1811588503e8". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a colleague pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). The reported condition of error code 18:115:885:xxx was confirmed. The assignable cause was identified as the maximum rate of the power on default personality was set to less than 100ml/hr. There were no repairs required for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.